Event description:
The facility representative reported a flogard infusion pump with a failure code 49. The event was reported to have occurred upon power up in biomed service. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported f-49 was confirmed and reproduced during evaluation by technical services. The cause was determined to be abnormal rtc data due to a defective main battery. The main battery was replaced to resolve the problem. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.